Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic technician reported lost of suction on a patient's right eye after the laser had fired during lasik flap creation. Procedure was completed that same day.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on the company¿s acceptance criteria. The review of logfile shows: treatment was interrupted by pressing the vacuum pedal on the foot switch by user. At system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed without any problems. The logfile review confirmed the treatment was aborted after the warning message. The message indicates that the user pressed the right footswitch to turn off the vacuum. The treatment was restarted and finished without any problems. According to the review of logfile the root cause is that the vacuum was turned off by the user (by pressing the right foot switch), it caused vacuum loss and subsequently the existing suction was lost. (B)(4).